Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer stated that 480 units of insulin was loaded into the cartridge and the insulin gauge depleted too fast. Customer loaded a new cartridge with 440 units of insulin and reported that the insulin gauge was inaccurate. Reportedly, the insulin gauge read 90 units. Customer's blood glucose level was 207 mg/dl. Customer indicated they will continue to use the pump for insulin therapy.